Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control confirmed with the customer that their device is no longer under warranty and not field serviceable. The customer has agreed to release the device to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify the reported failure to power on. Physio observed that the device only had a charge-pak icon present on the display and that it powered on when prompted. Physio also observed that the charge-pak icon was present because the charge-pak had expired on 10-28-2010. The customer then advised physio that when she initially observed the charge-pak icon, she contacted her local AED distributor for assistance. It was the distributor who incorrectly advised her that the device was no longer powering on. Physio-control advised the customer that they should replace the charge-pak when the charge-pak icon appears or once it has reached its expiration date. Due to the charge-pak being expired, the customer was provided with instructions on how to purchase a replacement charge-pak. After observing proper device operation, the unit was returned to the customer for use.